Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial and femoral loosening at the bone to cement and cement to implant interfaces. Competitor cement was used. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient had an increase in pain and swelling. Upon revision the patient was also found to have osteolysis. With motion the patient is experiencing pain and crepitus.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.